Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information stating that another solitaire sfr-6-30 device was used to treat the patient. The total number of devices used in the procedure was three. The information for all the devices involved in the event is as follows: model: sfr-6-30 / lot: 9898739 / dom: 17 apr 2014 / exp: 13 apr 2016 (qty. 2) one of these devices was referenced in the initial medical device report. This supplemental report (follow-up 3) is adding another device from the same lot. Model: sfr-4-15 / lot: 9828874 / dom: 13 nov 2013 / exp: 11 nov 2015 this device was referenced in the follow-up 1 supplemental report. (B)(4).

Event description:
Information received from the (B)(6) study. Treatment of a stroke. Post mechanical thrombectomy, it was reported the patient experienced a minor sah (subarachnoid hemorrhage) observed to be at the interpeduncular cistern (asymptomatic). The relationship to the device or procedure was unknown. Prior to the event, the patient presented with an acute stroke and underwent the mechanical thrombectomy in which a solitaire fr (6-30) was used for four passes in the same vessel. Then another solitaire (4-15) was used for the distal m1. The event occurred post procedure. The patient was reported to be in fine condition.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. The IFU (instructions for use) has a warning that states &quot;do not perform more than three recovery attempts in the same vessel using the solitaire revascularization device.&quot;(B)(4).

Manufacturer narrative:
Additional information for other solitaire stent device was used in the procedure. Model# sfr-4-15 lot# 9828874 dom: 13 nov 2013 exp: 11 nov 2015. (B)(4).